Manufacturer narrative:
Become aware date updated from 09/15/2021 to 09/14/2021.

Manufacturer narrative:
Date of report: 24sep2021. (B)(6).

Event description:
It was reported by a hospital me that the operational/vibrational sound was louder than usual. The device was in patient use at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out for another v60. Customer reported no impact to the patient care due to this reported issue. There was neither delay in therapy nor medical intervention reported. The customer confirmed a failure in the safety valve and the exhalation valve. The unit was checked inside then confirmed that the vibration-proof ring being present on a rubber boots which connected a blower with an air outlet port, resonated by vibration of a blower. Therefore, the vibration-proof ring will need to be adjusted. The pse adjusted the vibration-proof ring to resolve the reported issue. The device passed required performance verification tests per philips¿s standards.